Event description:
It was reported that cartridge alarm occurred during pump use and was not related to loading process, and caller had not previously reported similar alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to load new cartridge using proper steps, successfully resumed insulin therapy, and issue was resolved with no additional follow-up reported.